Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement, decreased sensing and loss of capture were observed. The lead was repositioned successfully. The patient condition was unaffected by the event.